Event description:
Customer reported a malfunction with the pump. There was no reported impact on the customer's blood glucose level, as the impact was unknown or declined. Customer was assisted by technical support in resetting the pump, but the malfunction code reappeared after resetting. Customer was advised to use a backup insulin pump while the original pump was to be replaced. Technical support confirmed the shipping address and instructed the customer on storing and returning the faulty pump with a pre-paid label, which the customer acknowledged.